Event description:
Pt says she is not able to set the pump rate on her ms3 anymore. Cr menu is missing from home screen and pump prompts her to enter a security code. Pump never sounded an alarm. New pump being sent to the pt. Pt currently on backup pump. No, was not in use when error occurred. Pt did not experience any ae. No other details available. Reported to (B)(6) by pt/caregiver.